Event description:
It was reported that a user experienced hyperglycemia after a declared dinner while using the ilet, with glucose rising to 257 mg/dl about one hour post-meal; the user initially believed the dinner bolus did not deliver but later confirmed in-app that it did, and they also reported a recent supply change and concern that meal and correction doses were too small. Symptoms included elevated blood glucose. Outcomes included no alarms, no hospitalization, and completion of troubleshooting and education. Investigation included review of device-reported dosing, discussion of the ilet¿s correction algorithm behavior, consideration of infusion supplies and recent change, review of meal declaration and carbohydrate intake, and education on optional backup therapy. Investigation of this case revealed no device alarms or malfunctions and no confirmed delivery failure, with hyperglycemia potentially related to physiological variability, meal-related factors, infusion site or supply change variables, or conservative automated corrections. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.